Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 142 mg/dl. Customer stated that she was not doing anything and she heard a beeping on the pump. Customer saw a button error alarm on the pump and could not clear it. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.